Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse suggested to replace the safety valve assembly.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. It is unknown if there was patient involvement.